Event description:
The customer contact reported that the device alarmed with a s233 (overtemperature-psc) malfunction alarm code. The device was returned to the biomed dept with a note that stated, "s233 malfunction alarm and noisy fan". No info was provided; therefore, specific patient info, pump programming, or event details were available. There were no reports of any adverse patient events and no reported delays in critical therapies while the device was in clinical use. During testing at the user facility, s233 malfunction alarm codes were noted and there was abnormal noise from the fan. No additional info was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, the device did not alarm with a s s233 (overtemperature-psc) malfunction alarm code; however, it was noted in the device history and there was abnormal noise from the fan. The probable cause of the s233 malfunction alarm code was a broken fan. This report represents all the info known by the reporter upon query by hospira personnel.